Event description:
The patient was implanted with a heartmate ii lvad. Approximately 3 months later at approx 3am, patient was lying on her right side and had brushed sand or crumbs off the bed with her left arm. She "felt like something dropped or pulled" on her side. The pain radiated to her arm and chest. She took an ultram and norco. She later took two nitroglycerin at 5 minute intervals. The pain was "like soreness in her chest and stomach." While pt was moving from her bed to retrieve her hmii pump parameters, she became dizzy. Patient also experienced nausea with dry heaving and new headache. Husband called ems. The pt was transported to the ER. In ER, she was evaluated with CT head, cxr, tte, labs and brought to cvicu for further management for possible acute lvad hematoma a CT scan demonstrated a large anterior mediastinal hematoma with compression of the right ventricle. Contrast enhancement demonstrated extravasation of blood into the hematoma along the outflow graft. Patient was taken to the operating room the day after the event. It was evident that the outflow graft connector had become disengaged with the outflow end of the heartmate ii pump. Outflow cannula was reconnected to heartmate ii pump. Patient currently recovering in ICU.